Manufacturer narrative:
This device has not been returned, therefore there is no way to determine what caused the clinical observation. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode and exhibited pacing inhibition. The patient reported not feeling well, and not being able to walk upstairs. Subsequently, the device was explanted, and a new device implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported during the procedure.

Manufacturer narrative:
This device has not been returned, therefore there is no way to determine what caused the clinical observation. If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. Engineering review confirmed that the device was providing pacing while operating in safety mode. Detailed review of the device memory confirmed that telemetry resulted in three system resets, which caused the device to revert to safety mode operation on 21 june 2023. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine in-clinic follow-up visit on 15 june 2023, this pacemaker displayed an estimated remaining longevity of 1.5 years. The device subsequently entered safety mode on 21 june 2023 and a corresponding red alert was displayed on the remote patient monitoring system. While the device was functioning in safety mode, this pacemaker-dependent patient experienced symptoms of weakness and syncope. Prior to explant, inhibition of ventricular pacing was observed with minimal patient movement. The device was explanted, replaced, and returned to boston scientific for laboratory analysis.

Event description:
It was reported that this pacemaker device was found in safety mode and exhibited pacing inhibition. The patient reported not feeling well, and not being able to walk upstairs. Subsequently, the device was explanted, and a new device implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported during the procedure. New information was received that the patient reported having a syncope episode. The patient reported no loss of memory, and no loss of consciousness or falling, but did find a bruise on her leg. Prior to the revision procedure.

Manufacturer narrative:
This device has not been returned, therefore there is no way to determine what caused the clinical observation. If pertinent information is provided in the future, a supplemental report will be submitted.